Event description:
It was reported that the universal modular electric/battery single trigger handpiece stopped working. A hard reboot was performed and the handpiece still did not work. The battery was replaced and the handpiece made a very loud grinding sound. There was no report of patient harm or surgical delay. The surgery was completed with another device.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.